Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 patient began experiencing itching and a red rash on his body under the sensor. Patient visited endocrinologist on (B)(6) 2013 regarding the adhesive reaction leaving marks on his skin. At the time of the call patient reported feeling fine.